Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial liver resection, during vascular sutured, the needle broke. The surgeon used another device to re-suture and complete the case. No patient injury.